Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced skin infection and developed a hot spot approximately two days ago at the site where canula was last placed. Patient states that spot is red and has a knot under the skin. It was painful to touch. The spot is approximately the same size as patient's canula requited treatment with antibiotics no further information available.